Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The device has not yet been returned to the manufacturer for investigation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator associated with a patient death. According to the reporter of the event, the patient was found unresponsive while connected to the ventilator. The ventilator was operating normally at the time. The ventilator was reported to have alarmed when it was disconnected from the patient to begin manual ventilation. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The manufacturer concludes the ventilator did not cause or contribute to the reported event.